Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in faulty force sensor system. The light corrosion also was noted on motor home switch. The pump passed displacement test. The pump was received with cracked reservoir tube lip, cracked battery tube threads and scratched display window during visual inspection.

Event description:
The customer reported via phone call indicating a motor error from the insulin pump. The customer's blood glucose reading was 75 mg/dl. The customer stated that the motor error occurred during manual prime. The customer stated that the pump was not exposed to high magnetic field or MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.